Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat that aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6), 2003, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder bifurcated endoprostheses. On (B)(6), 2011, the pt under a procedure to address endotension by relining the existing devices. The procedure was successful with no complications, and the pt is doing well.